Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.